Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient experienced elevated blood glucose levels. The patient attempted to correct the elevated level with her infusion device, but was not successful even after changing the device's accessories. She was successfully able to correct the level via insulin injection. The following day, her blood glucose level was 500 mg/dl and she was unable to correct it with the infusion device even after changing the device's accessories. The patient thinks the device delivers too low an amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.